Event description:
Customer reported an issue with the incorrect time displayed on their device, which was more than five minutes off. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to update the pump time and was advised to monitor the situation, with instructions to follow up if the discrepancy persisted. Customer understood the guidance provided.